Manufacturer narrative:
Reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an ear, nose, and throat (ent) surgical procedure it was observed that the motor device became extremely hot. It was reported that there was a three minute delay in the procedure due to the event as an identical spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device becoming extremely hot was confirmed. An assessment was performed on the device which showed a heat measurement of 126 fahrenheit. The failure that caused the heat was not identified, however it was determined that the failure was caused by worn out motor components. The assignable root cause was determined to be component damage caused from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.